Event description:
It was reported by the company representative that maxisky 600 spreader bar fell on caregiver while returning to be charged. The caregiver sustained a concussion as a result of the bar failing on her head.

Manufacturer narrative:
(B)(4). An arjohuntleigh representative will be sent to perform an on site visit and device evaluation after the incident. Additional information will be provided upon conclusion of the manufacturer's investigation. Impref#1419652-2014-00232.